Event description:
It was initially reported by the company representative that pt was having a change in seizure pattern. Clinic notes stated that pt typically has complex partial seizures but typically never generalized tonic-clinic seizures. Pt had a generalized tonic-clonic seizure and the pt's caregiver was concerned that the vns device was not working. On a recent interrogation, the projected time until the end of service flag was triggered was 2 months. The pt had the generator replaced due to the nearing end of service. Good faith attempts to obtain additional info and have the explanted generator returned have been unsuccessful to date.